Event description:
Information received from the field does not address the patient's clinical status but notes that the measured data showed an atrial lead impedance of <200 ohms. There was no capture in the bipolar configuration, an intermittent capture in the unipolar configuration. The physician elected to program the device to vvi and monitor the patient.